Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the hour on the insulin pump shut off. The customer had a blood glucose off 400 mg/dl when this occurred. The screen is blank but is unknown how long it has been blank. Troubleshooting was performed and no known damage is found. The customer was advised to monitor the insulin pump. The customer states he received an alarm but not sure which one. He was advised to switch the battery and clear the alarm. The customer declined troubleshooting for the high blood glucose. No product is returning.